Event description:
During a scheduled fitting appointment affected channels were seen. Starting about one month ago the hearing performance with the device declined. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
During a scheduled fitting appointment in situ measurements revealed affected channels. Starting about one month ago the hearing performance with the device declined. There was no redness over the implant site. No trauma or accident was reported. For the time being, fitting will be explored and there is no plan for re-implantation.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The recipient will be further monitored by the clinic. Re-implantation is not planned at the moment. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During scheduled fitting appointment in situ measurements revealed affected channels. Starting about one month ago the hearing performance declined. The skin over the implant was not red. No trauma or accident was reported.